Event description:
A hemo dialysis (hdd) patient contacted (B)(6) technical support to report a tego connector. The hhd patient experienced air alarms and was unable to return blood at end of treatment. The patient also stated in notes that he had difficulty and installing heparin usually indicative of tego malfunction. Patients experienced loss of setup. There was patient involvement, no harm or adverse events reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).